Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4). Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, there was no allegation or indication of a device malfunction. Although the exact cause of the thrombus observed on the implanted sapien 3 valve was not determined, patient factors (chronic kidney disease, uncontrolled diabetes, multiple myeloma) may have contributed to the thrombus and subsequent valve explant. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported through the edwards lifesciences implant patient registry, 1 year and 8 months post implant in the aortic position, a 26mm sapien 3 valve was explanted. A surgical aortic valve was implanted. At the time of the report, the patient was in stable condition. One (1) year and 5 months post valve deployment, the patient presented with chest pain. Tee indicated diffuse coating of the underside of the valve leaflet with an ¿echodensity¿ extending up the aortic root and into the lvot. CT showed a large low-density mass attached to the valve leaflets. The noncoronary (ncc) leaflet appeared immobilized by the mass with an appearance which favored thrombus. The patient was started on anticoagulation therapy. Three months later, the patient presented with altered mental states and left-sided tremor. Acute/subacute cvas were reported. Echocardiogram revealed a ¿mass¿ versus vegetation on the sapien 3 valve. The inr was 6, therefore, thrombus was reconsidered. The patient presented with a low-grade temperature; however, blood cultures were negative. A definite diagnosis was not provided. Due to possible thrombus and the concern for possible valve vegetation, the decision was made to explant the sapien 3 valve and implant a surgical aortic valve. The patient tolerated the surgery well and was transferred to the ICU intubated. The patient was discharged in stable condition on postoperative day (pod) 5. The intraoperative findings favored thrombus. There were no overt signs of infection or any abscess in the aortic root.